Event description:
The surgeon reported that he performed a scp ts knee tep. He implanted femoral size 7 and tibial size 5. He chose the scp ts insert size 5/14mm. The surgeon was informed that, accurately, the crossover inlay scp ts insert size fem. 7, tib 5/14mm should have been implanted. As per the surgeon the knee is in stable state. He stated that he doesn't want to remove the implant and like to keep track on the healing process, especially the implanted inlay is in concordant with the femur.

Manufacturer narrative:
An event regarding incorrect insert selection involving a scorpio ts insert was reported. The event was not confirmed. The investigation concluded that the reported event was caused by user misuse. The surgeon used a standard scorpio ts insert, catalog: 72-4-0514 when he should have used a crossover scorpio ts insert, catalog: 72-4-7514 as per the scorpio ts surgical protocol.

Manufacturer narrative:
It was noted that the device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The surgeon reported that he performed a scp ts knee tep. He implanted femoral size 7 and tibial size 5. He chose the scp ts insert size 5/14mm. The surgeon was informed that, accurately, the crossover inlay scp ts insert size fem. 7, tib 5/14mm should have been implanted. As per the surgeon the knee is in stable state. He stated that he doesn't want to remove the implant and like to keep track on the healing process, especially the implanted inlay is in concordant with the femur.